Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v706821, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported a couple of falls since (B)(6) 2015. Since then, the patient felt stimulation in her feet and shocking sensation when moving in a certain position. There was a gradual loss or change of therapy, and the sensation was getting worse as time went on. The device was originally implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Actions and patient outcome remain unknown; follow-up is being conducted for additional information.